Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer's device fell in the cement floor and it shattered into two pieces. The customer's blood glucose was 300 mg/dl. Troubleshooting was performed and the customer's mother the customer was unable to get the reservoir back in the device. Customer's was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer's mother agreed to return the device for analysis.